Manufacturer narrative:
The lead remain implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this left ventricular (lv) lead revealed low pacing impedances less than 200 ohms and a loss of capture occurred. A boston scientific technical services (ts) agent was contacted for analysis of the lead behavior. The agent requested that an electrogram (egm) be sent in for review and advised that a possible internal lead damage between the conductors is suspected. To avoid inappropriate therapy the lead was reprogrammed and remains in service at this time. No adverse patient effects were reported.